Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash in the middle of her breast area. The patient was given a powder to use from her physician. Patient reported with the use of the powder the rash was healing.